Manufacturer narrative:
The company representative was able to replicate the reported event. The footswitch was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing on this investigation. The returned footswitch was connected to the centurion console with a cable. No system message (sm) displayed when the console was turned on. The returned footswitch was depressed and released several times and no sm displayed during testing. Surgical test in sculpt mode was performed on the returned footswitch for five minutes and no sm displayed during surgical testing. Returned footswitch was tested. The footswitch passed all testing. The bottom cover was removed to check for any non-conformities and no non-conformities were found. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery system message was displayed and nothing can be done to resolve it, patients conjunctiva was incised but because of the error, wound was closed and surgery was postponed. Patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).